Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. The syringe needle was changed and the cartridge was successfully filled with insulin. There was no reported impact to blood glucose.